Event description:
It was reported the patient¿s first device was removed after four years due to normal battery depletion. It was noted the patient¿s leads ¿came out¿ when she was trying to lift her ill husband. It was reported the whole system was replaced in (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# j0424942v, implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: lead; product ID 3487a-56, lot# j0424942v, implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).